Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union is undetermined. There is no way to predict a non-union or failure to heal. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. A minimal risk is associated with this failure. Sign fracture care international continues to monitor these events as part of our post market surveillance activities.

Event description:
We became aware on (B)(4) 2021 that a sign im nail implanted to repair a fracture was replaced due to a non-union. The im nail was replaced with a sign fin nail per the sign technique manual. Surgeon comment: "the patient couldn't walk because the injured leg was short and the proximal site of fracture was unstable and painful. On (B)(6) we performed an extraction of the previous nail, open reduction of the proximal site of fracture and internal fixation with a fin nail and sign plate."